Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported over-infusion was not reproduced. The device was tested for flow rate accuracy and passed. The event date was not provided however a review of the event history log shows an infusion of hydromorphone which was programmed at an initial rate of 6 ml/hr and volume to be infused (vtbi) of 80 ml. Three bolus doses were programmed during the infusion. The pump stopped due to an "air-in-line!" Alarm prior to completion, with a remaining vtbi of 14 ml. The event history log revealed that the volume calculations were accurate, however the condition observed by the user cannot be determined through the history log. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. No pump correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump over infused during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.